Event description:
It was reported by the clinician that the catheter was inserted via internal jugular vein and dialysis was onset in intensive care unit (ICU) in 2009. About two hours after dialysis treatment began, insertion site was checked. At which time, separation of the proximal extension line from the juncture hub was observed which caused bleeding and resulting in pt going into shock. As a result pt required a blood transfusion. As of the following day, pt's condition was stable. The hospital director who operated on pt added that prior to insertion of the catheter, both the proximal and distal extension lines were checked to be same in length with no findings of them coming off easily. The catheter was sutured properly using the catheter clamp and fastener, then extension line was secured with tape and puncture site was dressed. Also, the dialysis machine was not set at a high pressure. There was no evidence of pt body movement which would have caused this issue.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.